Manufacturer narrative:
(B)(4). This unit will be field serviced by a vyaire medical authorized service technician. The service technician will replace the main board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "vent inop", "motor fault", "circuit disconnect", "transducer fault", and "wrong serial number". It is unknown if this unit was on a patient when the problem occurred.